Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient developed (B)(6) bacteremia after the implantable cardi overter defibrillator (ICD) was implanted. Infectious disease was consulted and the patient was treated for (B)(6) bacteremia. The ICD was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.